Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and reported failure was confirmed. The instrument was found to have a severely bent grip and the handle of the grip was bent outside of its normal position. Additionally, the instrument was found to have conductor wire insulation damage. The conductor wire was found to have insulation damage inside of the grip routing on both sides. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated and the instrument passed an electric continuity tests. Fa identified no signs of thermal damage. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar swivel head broke off partially and couldn¿t fit out of the trocar. Trocar had to be removed. The head of the instrument then got stuck in fascia and had to be cut out of the patient. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
B5: it was reported that during a da vinci-assisted surgical procedure, the force bipolar swivel head broke off partially and couldn't fit out of the trocar. The trocar had to be removed along with the instrument. The force bipolar instrument's swivel head got stuck in the fascia. As a result, the surgeon had to cut the fascia. It is unknown if the surgeon repaired the cut fascia.

Event description:
Refer to h10/h11 for follow-up information.